Event description:
The customer called for help with her contour meter. She alleged that she received high control test results prior to calling. She performed a control test during the call and received a result of 376 mg/dl. The normal control range was 109-150 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.